Event description:
Boston scientific received information that the right atrial (ra) lead had dislodged. Additionally, the proximal coil was damaged. As a result, a revision procedure was ascheduled. No adverse patient effects were reported.

Event description:
Additional information was received that the decision was made to not perform a revision procedure as the patient is in atrial fibrillation (af). No action will be taken until the heart transplant. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.